Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking powerpicc is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation revealed use residues throughout the returned powerpicc catheter. A functional test of attempting to pressurize the catheter using water and a 12 ml syringe revealed no leaks throughout the catheter. The catheter was patent to infusion after pressurization attempts with no observed leaks. A microscopic observation revealed nothing remarkable throughout the returned catheter. Because leaking could not be found during a functional test of the returned catheter, the complaint of a leaking catheter is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that they have a PICC that have needed replaced, as it was leaking thru pinholes in the catheter line. Patient has PICC for daptomycin IV. Received call from hh rn stating line will not flush, unable to infuse IV abx on (B)(6) 2023. Patient came to our office for cathflo. While troubleshooting this PICC prior to using cathflo, it was noted with flushing, the dressing started dripping. I removed the dressing and observed fluid coming from the insertion site while flushing. I redressed the line and sent patient to facility for new PICC placement. Upon removal, line was observed to have a hole at the 2 cm mark. No harm came to the patient, except they missed 2 doses of IV abx.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that they have a PICC that have needed replaced, as it was leaking thru pinholes in the catheter line. Patient has PICC for daptomycin IV. Received call from hh rn stating line will not flush, unable to infuse IV abx( B)(6)2023. Patient came to our office for cathflo. While troubleshooting this PICC prior to using cathflo, it was noted with flushing, the dressing started dripping. I removed the dressing and observed fluid coming from the insertion site while flushing. I redressed the line and sent patient to facility for new PICC placement. Upon removal, line was observed to have a hole at the 2 cm mark. No harm came to the patient, except they missed 2 doses of IV abx.